Manufacturer narrative:
Imdrf device code (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach and jejunum to treat a gastro outlet obstruction during an endoscopic ultrasound (eus)- gastrojejunustomy procedure performed on (B)(6) 2022. During the procedure, the axios stent could not be deployed. Another axios stent was used to complete the procedure. No patient complications were reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks b5 has been updated with the additional information received on october 20, 2022. Block h6: imdrf device code a150201 captures the reportable event of axios stent failure to deploy for a gastrojejunostomy procedure. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was received in position "4". A functional inspection was performed to inspect the catheter lock for functionality; the stent could not be release from the delivery system. A destructive inspection was necessary to destroy the delivery system; the outer sheath was found twisted. No other problems were noted to the stent and delivery system. The reported event of sheath kinked was not confirmed; the delivery system was inspected, and no damages were noted. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Furthermore, according to the product analysis, the outer sheath was returned twisted which is evidence that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Based on the available information, the investigation concluded that the reported event and observed failure were likely due to failure to follow the manufacturer's instructions. Therefore, the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation on august 26, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach and jejunum to treat a gastro outlet obstruction during an endoscopic ultrasound (eus)- gastrojejunustomy procedure performed on (B)(6) 2022. During the procedure, the axios stent could not be deployed. Another axios stent was used to complete the procedure. No patient complications were reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum. No further information has been obtained despite good faith efforts. It was reported that upon opening the package, the front area of the device was found bent.